Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify missing segment due to physical damaged to lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the insulin pump was damaged and had partial display. Customer¿s blood glucose level was 185 mg/dl at the time of incident. Customer state that insulin pump was no longer works and out of warranty. The insulin pump will be returned for the analysis.